Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen (B)(6) 2012 and presented with mesh irritation. The patient was given estrogen cream and referred to a urologist. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.